Manufacturer narrative:
(B)(4).the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of six of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative advised the patient to end the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An evaluation of the actual sample was completed. Visual inspection, leak testing, clamp function testing and clear passage testing were performed with no issues noted. The cassette was used with the homechoice device in simulation of a therapy and no problems were found. The device met product specifications related to the reported event; therefore, this reported event of the system error 2240 could not be verified. Should additional relevant information become available, a supplemental report will be submitted.